Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a plastic piece of the ball head press of a polarcup head/liner inserter has come apart and is broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: it was reported that a plastic piece of the ball head press of a polarcup head/liner inserter has come apart and is broken. As this was noticed upon field inspection, there was no patient involvement. Not all parts of the head-liner inserter were returned for investigation. The cache (blue tip) is missing. Apart from the missing part, the device was observed to be fully functional. It is unknown if the missing cache has broken. However, based on the returned parts the reported break could not independently be confirmed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed six additional complaints reported for the batch in question. However, a batch size of 1000 pieces was produced. The additional complaints are therefore not considered to indicate a manufacturing issue related to this batch. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The relationship between the reported event and the device could not independently be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted investigation the root cause for the reported fracture could not be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a plastic piece of the ball head press of a polarcup head/liner inserter has come apart and is broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
H6, medical device problem code: corrected.